Manufacturer narrative:
The device is in the process of being returned to the manufacturer for evaluation. Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, the patient moved and as a result the iris was torn at approximately 4-5 clock hours nasally. One suture was placed and no stent was implanted. Additional information has been requested.